Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was noted that one of the patients lead was unusable due to high impedance. The patient underwent an lead replacement procedure and was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20296712.